Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.